Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chronic obstructive pulmonary disease (copd) on 09/25/2021 and headaches. The patient did report to receive medical intervention and is on oxygen support 24 hours a day. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 25, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging headaches and copd. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. Manufacturer observed the following from an external and internal inspection: unknown gray and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box,black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01.unknown white and brown dust-like contamination on the underside of the flip lid near the air inlet.,tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. Also, pieces of white and black potential hair or fiber in the bottom of the blower box, brown, white, and black (inconsistent with degraded sound abatement foam) contamination observed near the air inlet on the top enclosure, unknown white dust-like contamination on the blower and blower outlet seal. Unknown white hairs or fibers were observed on the blower outlet seal. Also, an unknown cluster of white and black hair or fibers on the blower cable wires, some white and black (inconsistent with degraded sound abatement foam) dust-like contamination and hair or fibers found on the bottom enclosure, unknown white and black hair or fibers and white dust-like contamination on the blower isolators. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure (B)(4). See (B)(4) for the procedure used to make this determination. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that not able to confirm the complaint or address the symptoms specified.